Event description:
Information was received indicating that a smiths medical medfusion pump was not connecting to the interconnect board and the battery level was unable to be seen. There was no reported adverse event.

Manufacturer narrative:
H3: one medfusion pump was received with the top and bottom cases in excellent condition and no visible contamination. The event history log (ehl) was reviewed and there was nothing pertaining to the interconnect board issue. The ehl was unable to be downloaded due to the interconnect board issue. The power up process was conducted. The power point process was used to upload the software from base to top (main board) unit and the device was connected to pharmguard tool box via ethernet. The reported interconnect problem was duplicated by using certain type of test on the device (upload process from base to head and network connection process). The issue was caused by the interconnect board and the battery. The pump must have exposed to some sort of magnetic force(eg : MRI) to lose mac address, radio mac and also does not upload software and config/crc from base to head unit. The issue was user induced and no physical damage / contamination to interconnect board could be found. Missing screws were found inside the device. The interconnect board, radio board and battery were replaced to resolve the issue.